Event description:
It was reported that the pt fell and his head in (B)(6) 2012. The pt's implant site was swollen and the pt was treated with anti-inflammatory steroids (type unk). The swelling was reduced and the device appeared to have migrated. In (B)(6) 2013, the site was firm to touch, but there was no sign of infection. On (B)(6) 2013, prednisone (1 mg/kg) was prescribed for two weeks. The pt's device was displaced and became exposed. The device was explanted. The pt's implant site is reportedly healing well. Reimplant will be scheduled in six months.